Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. When the arm positioner knob was returned to neutral, the clip relaxed. Troubleshooting was preformed by turning the arm positioner knob in the closed position until the clip was fully closed and then returning the knob to loose neutral, during which the clip relaxed again. The deployment sequence was continued per IFU. During which when the mandrel was retracted from the clip, the locked clip opened more (cowl). An additional clip, a mitraclip xtw was selected. Upon insertion into the steerable guide catheter (sgc), air bubbles were visualized advancing through the catheter and into the guide. Troubleshooting was preformed per IFU and the guide was aspirated. The mitraclip xtw was removed from the sgc and a new mitraclip xtw was selected. The second mitraclip xtw was advanced and successfully implanted to stabilize the implanted clip and further reduce mr. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported air/gas in the device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported air/gas in the device could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2199 updated to 4641 as aspiration was used to remove air.